Event description:
It was reported that a possible problem with the implantable neurostimulator (ins) was reviewed/suspected/alleged. It was noted that the patient¿s implantable neurostimulator (ins) was in overdischarge. It was noted that there were telemetry issues. It was also noted that it had been four to five months since the patient was able to use the ins. It was noted that the patient used to get eight coupling bars when they were charging. The manufacturer representative had already done one physician mode recharge (pmr) but they were still unable to communicate. The manufacturer representative stated that it was difficult to get a good antenna locate test result due to position of the battery. The manufacturer representative started a second pmr and stated that they would check ins at the end of the pmr to see if it would communicate. The manufacturer representative that the patient first called four to five months prior to (B)(6) 2014 when they were unable to recharge. The manufacturer representative stated that the patient had a family issue and was unable to meet the manufacturer representative at that time. The manufacturer representative stated that the patient called again (B)(6) 2014 regarding the issue. The manufacturer representative met the patient on (B)(6) 2014. It was later reported that on (B)(6) 2014 they tried a physician mode recharge (pmr) three times but received no response from the implantable neurostimulator (ins). It was noted that the patient did not want to stay any longer as the patient had their children present. The patient was instructed to call back the manufacturer representative to help resolve the issue but the manufacturer representative had not heard anything from the patient. The manufacturer representative would update the situation if they heard anything from the patient. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).